Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that the tip of the screw driver blade was broken when it was checked upon the inspection of the returned loner kit from the hospital. It was confirmed that the broken tip was recovered from the pt's body. Also, before the blade broke, the doctor found 3 screws which were worn out.